Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coils had migrated resulting in fallopian tube perforation") and ureteric perforation ("ureter perforation") in a 26-year-old female patient who had essure (batch no. C51058) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included drug hypersensitivity and penicillin allergy. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("chronic pelvic pain/ pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ureteric perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (bilateral salpingectomy in which essure coils were removed). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, ureteric perforation, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain, ureteric perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coils had migrated resulting in fallopian tube perforation") and ureteric perforation ("ureter perforation") in a 26-year-old female patient who had essure (batch no. C51058) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("chronic pelvic pain/ pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ureteric perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (bilateral salpingectomy in which essure coils were removed). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, ureteric perforation, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain, ureteric perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet received. New reporter added. Plaintiff demographics added. Essure indication updated lot number added. Updated suspect drug inaction. Outcome of event pain updated to recovered. Laboratory data was added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coils had migrated resulting in fallopian tube perforation") and ureteric perforation ("ureter perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ureteric perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (bilateral salpingectomy in which essure coils were removed). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, ureteric perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain, ureteric perforation and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.